Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the cannula was not intact and cannula broke off sensor and stayed in customer¿s body. The customer¿s blood glucose level was 6.9 mmol/l. The customer also reported blood on the cannula. The insulin pump will not be returned for analysis.